Manufacturer narrative:
The reported event of excessive force required to remove the atrial and ventricular leads from the header was confirmed. The device was found to have the original sbp (scalable brady platform) header design which is not compatible with lead connectors. The root cause is associated with the is-1 bore in sbp models having dimensions that are smaller in certain areas. The cause of the inability to remove leads was the header design.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06323. Related manufacturer reference number: 2017865-2020-06324. It was reported that the patient presented for a generator change. During the procedure, the physician unscrewed the set screw from the pacemaker's header but had difficulty removing the right atrial and right ventricular leads without excessive force. The connector pin of the set screw was also removed during the process. The leads were eventually removed and inserted into the replacement device with stable measurements. The patient was stable throughout the event.